Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported elevated blood glucose (bg) of 386 mg/dl upon waking after completing a supply change the previous night. The user was using a contact detach 6mm, 23-inch infusion set. The agent instructed the user to rewind the pump, confirm the insulin cartridge had insulin, refill the tubing, and reconnect to the infusion site. After completing these steps, insulin delivery resumed and the user's bg decreased to 348 mg/dl before the call ended. A follow-up later that day confirmed bg had returned to normal range and the issue was resolved. No external assistance or medical intervention occurred.